Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the touchscreen froze" (no display or display failure). The nurse reported the bottle ran out of irrigation during the case. The nurse was switching to another bottle when the touchscreen froze. The company technical support specialist (tss) was called to assist with troubleshooting the system. The tss advised the nurse to reboot the system. After rebooting the system the touchscreen was working. Add'l info received from the nurse stated the pt has a history of retinoblastoma and only has one eye. The back up laser system was brought in to complete the laser portion of the surgery. The surgeon stated he was able to complete what he needed to do. No pt injury was reported.

Manufacturer narrative:
The company technical support specialist (tss) was called to assist with troubleshooting the system. The tss advised the nurse to reboot the system. After rebooting the system the touchscreen was working. The customer did not request service. No sample returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).